Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty entering a dexcom g7 pairing code into the ilet, removed the initial sensor, placed a new sensor, and with agent assistance successfully entered the pairing code and started the sensor, which began warming up. Symptoms included hypoglycemia with a reported blood glucose of 45 mg/dl. Outcomes included transient low glucose lasting approximately 20 minutes without medical intervention, ketone testing, alerts, or alarms. Investigation included remote troubleshooting and user education regarding appropriate hypoglycemia treatment. Investigation of this case revealed no device malfunction and no alert behavior, with the event consistent with hypoglycemia of unclear cause while the new sensor was warming up. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.